Event description:
It was reported that a device alarmed "air-in-line" when no air was present in the line. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation found the unit inoperable due to constant reload set alarms. Further evaluation found the lower reading to be 132 with a fluid filled tube and should be greater than or equal to 2700, caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion alarms if the pump was able to run. Review of the history log shows multiple events of reload set alarms. The failed upstream sensor was replaced.